Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to his feelings and/or normal results and also compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began on (B)(6) 2015 in the evening when he obtained blood glucose readings of 197, 195, 165, 261, 281, 276, 414, 298, 258, 450, 303, 527, 348, 320, 343, 211, 212, 247, 261, 277 and 264mg/dl using the subject device which he felt were high compared to his feelings and/or normal results. The patient also compared a reading of 277mg/dl using the subject device to a reading of 127mg/dl obtained using an ER/hospital meter, both readings within 30 minutes of each other. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using insulin and self-adjusts the dose, and reportedly continued with his usual diabetes management routine after the alleged meter issue began. The patient reportedly experienced symptoms of hypoglycemia, unconscious and very sweaty approximately 6 days after the alleged meter issue began. The patient stated that he visited the ER on (B)(6) 2015 at approximately 8:45pm where his blood glucose was measured using an ER/hospital meter with a reading of 135mg/dl and reported receiving hcp treatment of IV glucose in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and the test strips were not expired. The csr walked the patient through a control solution test and the result was not in the specified range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began, and received hcp treatment for a severe blood glucose excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. A secondary issue was also noted; the test strips were evaluated and found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip). Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.